Manufacturer narrative:
Received product for investigation without original packaging. No defects or abnormalities detected in visual inspection. The product failed the water leak test. Further investigation using magnification revealed a slight deformity to the end-formed tip and/or the blocking rod area, thus confirming the complaint. The tip of this lumen is blocked to divert the air flow through the inflation line into the cuff. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during device setup, it failed leak test. Balloon would no stay inflated. No patient injury was reported.